Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-127443 it was reported the pt experienced a fall and lost stimulation coverage. X-rays revealed the paddle lead was fractured and the other lead moved. The pt plans to undergo surgical intervention to address the issue.